Event description:
A customer reported not receiving a glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, no low glucose alarm was alerted, and the customer experienced unspecified symptoms of hypoglycemia and was unable to treat themselves. A non-hcp performed a blood glucose test on an unknown device and provided the customer oral glucose and insulin for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Sensor plug was properly seated. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly, no issues were observed. The low glucose threshold in the alarm settings was set. The sensor was activated with a retained reader and a linearity test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving a glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, no low glucose alarm was alerted, and the customer experienced unspecified symptoms of hypoglycemia and was unable to treat themselves. A non-hcp performed a blood glucose test on an unknown device and provided the customer oral glucose and insulin for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.